Event description:
It was reported that the epg (external pulse generator) atrial sensitivity reads high on all settings. There was no patient involvement. The condition was found during a scheduled device quality check.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the external pacemaker atrial sensitivity reads high during routine check. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found.